Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging the battery life is less than expected. No additional information was available. Attempts by the customer support to follow-up on the matter were unsuccessful. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06-mar-2018 - device evaluation: the device has been returned and evaluated by product analysis on 13-feb-2018 with the following findings: during the investigation, a review of the black box only showed dates from 18-oct-2017 through 27-oct-2017. The black box data from the date of the complaint was overwritten. The current black box history showed no evidence of a short battery life. The pump powered on with the returned battery cap to a dim/discolored display. The battery cap was unable to fully tighten. A battery compartment crack was observed from the threads to the case seal. No evidence of moisture contamination was observed inside the battery compartment. The current draws within specifications. The pump¿s casing was removed, and no evidence of moisture or loose internal components were found inside the pump. A "battery life" issue was not duplicated during the investigation.